Event description:
It has been reported that the device did not shock a shockable rhythm, the CPR progress bar length when functioning as a guide for CPR cycles appeared to be too long in length, and the speaker was difficult to hear in a very noisy environment during a patient use event. The patient did not survive.

Event description:
It has been reported that the device did not shock a shockable rhythm and the CPR prompts did not function as expected during a patient use event. The patient did not survive.